Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both part and lot number combinations. Review of the as400 system show that 9 other devices from the insert lot t2gjl1 and 17 devices from the talar component lot s5lgb1 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The parts have been implanted for 10 1/2 yrs. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for joint pain.